Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (lot number, type, concentration, and dose unknown) via an implanted pump. Indications for use (IFU) were listed as other spasticity and intractable spasticity. The patient's medical history and concomitant medications were unknown. It was also reported the patient thought she was having problems with her pump. A couple of weeks ago ((B)(6) 2015) the healthcare provider (hcp) let the pump get too low and she went through withdrawal. The patient had headaches. The patient wanted to talk to see if her symptoms were the pump or what and the patient was provided a locator site to find an hcp. It was noted, ¿I guess I¿ll die and nobody cares¿. Drug information (type, lot number, concentration, dose), other medications the patient was taking at the time of the event, pertinent medical history, if there was a device/therapy or procedure issue, troubleshooting performed and results, actions/interventions taken to resolve the event, and the cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is rece ived, a follow-up report will be sent.